Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer had cracks around the edge of the reservoir compartment on the insulin pump. Customer stated that there was also a piece missing. Customer's blood glucose level was 76 mg/dl. Customer does not know how the damage occurred. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked case at display window corners and minor scratches on lcd window.